Manufacturer narrative:
Qn#(B)(4). UDI#:(B)(4). The actual sample was returned for evaluation. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. The area of leakage was observed under magnification and cut marks were observed on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
It was reported that "balloon broken during use." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The UDI information is unavailable at this time as the lot number provided does not match the material number provided.

Event description:
It was reported that "balloon broken during use." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".